Event description:
It was observed that during the device evaluation, the subject device exhibited fiber bonding in the outer tube area (distal end) is damaged and cover glass of the insertion section is cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.